Event description:
It was reported that a female patient underwent an ablation thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. After the procedure was completed, after electrode catheter and sheath were remoted, during hemostasis, the patient¿s blood pressure decreased. Cardiac tamponade was confirmed by surface echography, and drainage was performed. Thereafter, blood pressure was stable. Atrial septal puncture was performed with using rf needle. Ablation was performed before tamponade was identified. Quarantine by hot balloon and radio frequency by thermocool® smart touch® sf bi-directional navigation catheter were performed. Steam pop was not confirmed. Flow rate setting for irrigation catheter: default as per the instructions for use (IFU) settings (auto). The physician's opinions on the relationship between the event and the product was not related. It had a strange feeling of difficulty in removing the halo catheter (competitor's product) from the patient¿s body. Since blood pressure decreased after that and venous blood was confirmed by drainage, the doctor had a view that cardiac tamponade was caused by the halo catheter. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient outcome of the adverse event was improved. The generator used in the case was a smartablate. The cardiac tamponade was noticed after the procedure. Force visualization features used were real time graph, dashboard, vector and visitag with tag index .

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30739598l number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10-aug-2022. The adverse event was discovered post use of the biosense webster inc. Products. It is unknown if the patient required extended hospitalization because of the adverse event. The cardiac tamponade was noticed after the procedure. The irrigated catheter flow setting was pre1s post2s. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation on auto mode. No error messages were observed on the biosense webster inc. Equipment during the procedure. The visitag module parameters for stability used were range: 3mm, time: 3s, fot: 25%,3g, tag size: 3mm with fot. Therefore, updated d10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).